Event description:
During the procedure, the patient was treated for three vertebral compression fractures (tii, ti2, ui) with balloon kyphoplasty using wright medical's calcium sulfate material as the bone void filler material. Each level was done sequentially, waiting for the material in harden before proceeding to the next level. Each reduction and fixation was completed without difficulty. There was no evidence of extravasation of the bone void filler material. The patient was transferred to the recovery room where approximately 10-15 minutes post-operative they arrested and died. The resuscitation was attended by the same cardiologist who eveluated the patient preoperatively. During the resuscitation a repeat heart ultrasound was performed which revealed right ventricular dilation not present preoperatively. This finding is consisten with pulmonary embolization. An autopsy was performed by the coroner, the finding of the autopsy is not available at this time. The results will be available in approximately 6 weeks.